Event description:
Endotracheal tube (ett) size 8 would not stay inflated, so, the patient was reintubated with another ett size 8, and again, it would not stay inflated. So, the patient was reintubated with an ett size 7.5, which stayed inflated. Reference report mw5153547.